Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. Device manufacture date: unknown. (B)(4). Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. A device history record review could not be completed for lot 'unknown'. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that needle 25x1 rb leaked. The following information was provided by the initial reporter: material no: 305125, batch no: unknown. It was reported that the needle apparatus leaked.